Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that dissection occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of the procedure. A loading dose of 81 mg of aspirin and 75 mg of clopidogrel was given prior to the procedure. The 36 mm x 3.00 mm target lesion was located in the distal left anterior descending artery. The lesion was pre-treated with two devices using the largest balloon diameter 3.0 mm x 10 mm length of wolverine cutting balloon resulting in 10% residual stenosis and timi flow of 3. The lesion was further successfully treated with 2.50 mm x 40 mm agent dcb study device successfully resulting in 10% residual stenosis with timi flow of 3. Post treatment with study device, nhlbi dissection grade b was noted, and intervention was not required. The patient was discharged from hospital with continuation of aspirin and clopidogrel medications. Post-procedure angiography review showed post pre-dilation with the wolverine cutting balloon there was a grade d dissection with length of 11.46 mm and dissection stenosis percentage of 58.01% in segment with timi flow 3, and post study device treatment with the 2.50 mm x 40 mm agent dcb study device, there was also a grade d dissection with length of 11.74 mm and dissection stenosis of 41.96 % in segment with timi flow 3.